Event description:
It was reported that within approximately two months post implant, the patient was admitted to the emergency room due to phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was deactivated and x-ray found the lv lead to be dislodged. During the revision procedure, the lv lead was did not have stability so it was explanted and replaced by a new lv lead. It was noted that the patient is part of the advance iii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.